Event description:
It was reported that when using the screwdriver on the power adapter. The inner polyaxial screwdriver shaft broke. Broke after placement of last screw.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. The device was inspected and it was found the tip of the screwdriver was fractured off. No relevant manufacturing issues were identified as all units met specifications. It is likely that the device fractured due to normal wear and tear.

Event description:
It was reported that when using the screwdriver on the power adapter. The inner polyaxial screwdriver shaft broke. Broke after placement of last screw.